Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the horizontal stripes in the image were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the horizontal stripes in the image" was caused by communication failure caused by cable failure. The event can be detected/prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. Additional findings include the following: the cable was damaged and deteriorated without shine, the coupler was rusty and corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the camera head had an image issue. The issue was found during reprocessing for a procedure completed with a similar device without delay. The patient was not under anesthesia and there were no reports of patient harm.